Event description:
A female consumer reported that she underwent injections of restylane in march 2005 into the bilateral nasolabial folds. Pre-procedure anesthesia was not reported. Approximately four to five months later (july 2005), the consumer noticed a dark line at the left nasolabial fold that became darker with time. The restylane lot number and expiration date were reported as unknown.